Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality technician reported that the module generic board u10 pin 4 exhibited insufficient heel solder fillet. Since the event occurred during routine testing of the device, there was no pt involvement during this event.